Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02117. It was reported the pt's scs system's stimulation is uncomfortable. The pt stated when the system's amplitude is turned up he experiences stimulation in his abdomen. The pt's physician informed sjm the pt's scs system will be removed. Surgical intervention is planned for a later date.